Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ mini pen needles the expiration date was missing from the shelf and shipping carton.

Manufacturer narrative:
Investigation summary: customer returned photos of 5mm, 31g pen needle shelf cartons and shipping cartons from lot # 7283927. Customer states that the expiration date was missing from the shelf and shipping carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for missing on lot # 7283927. Investigation conclusion: the returned photos were examined and no expiration date was printed on the shelf cartons or shipping cartons. However, as per manufacturing, the reported lot number was not produced with the expiration date printed on the product. The expiration date was not printed on the packaging for this product until the second quarter of 2018. No missing or incorrect label information was observed. Root cause description: based on the investigation, root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd ultra-fine¿ mini pen needles the expiration date was missing from the shelf and shipping carton.